Event description:
The customer received a blood glucose reading of 350mg/dl on his contour usb meter, was re-tested on the doctor's meter and the reading was 125mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer's strips were returned for evaluation. Replacement test strips and meter were sent to the customer